Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 45.1 cm to 45.5 cm from the distal tip, consistent with lead friction to the ICD. The etfe coating was intact at this location. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.